Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 24 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a photo of a suspect product was attached to the complaint file . Photo evaluation reveals the outer packaging of the suspected product confirming the reported lot number, the reported event cannot be confirmed per photo evaluation. 1 of the reported 1 opened liquid optics interface received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found foreign particle when docking the patient eye. There was no delay in treatment or other interventions performed. No further information was provided.